Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a resolution clip device was used during a clipping procedure. According to the complainant, during preparation, the clip prematurely deployed. The case was completed with another resolution clip device. Attempts to obtain more complete info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).